Event description:
It was reported that the lightsource was used for a few minutes and the light went out. There was a burning smell.

Manufacturer narrative:
Device has not been received for evaluation. If received, a follow-up report will be submitted.